Event description:
It was reported that pump battery would not charge and pump screen remained dark while caller used non-tandem wall adapter and tandem charging cable. There was no reported impact to the customer¿s blood glucose level. Customer confirmed wall outlet was working, left pump connected for at least 30 minutes until pump began charging, then changed to non-tandem charging cable and non-tandem wall adapter, after which pump charged and did not shut down, and technical support advised against routine use of third-party charging supplies and arranged replacement charging supplies, resolving issue with no further assistance required.